Event description:
The customer reported the system is displaying a kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module, high voltage tank, and generator driver board. System operates as intended. (B) (4).